Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of under infusion and tubing was kinked and it did not alarm was not reproduced. The device was tested for flow accuracy and passed. The customer did not specify the location of the kink in the tubing. The device was tested for upstream and downstream occlusion detection and passed. Both the upstream and downstream sensors were found within specification. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" And "downstream occlusion!" However the log cannot be used to determine if the alarms occurred appropriately. The infusion in question could not be identified with the information provided by the user facility. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. It is unknown where the kink was observed in the tubing. The event parameters including flow rate are unknown. The spectrum iq operator's manual lists the following warnings associated with upstream occlusions "the upstream occlusion detector may not detect partially occluded tubing" and "the time to detect an upstream occlusion may be extended if infusing at flow rates below 5 ml/hr. At 1 ml/hr, time to detect upstream occlusion may extend up to 7 hours. Make sure that: all clamps are fully opened. There are no kinks or collapses in the tubing outside of the pump." "Failure to fully resolve partial upstream occlusions and restarting the infusion while still occluded can cause the pump to not re-alarm as expected or to appear to be infusing normally, though it may be infusing at below the programmed rate. This may affect infusion accuracy, resulting in serious injury or death. Therefore, when an upstream occlusion alarm occurs, do not press the run/stop key prior to inspecting the IV set line and resolving all occlusions" and the following warning for downstream occlusion detection "time to downstream occlusion and bolus volume release will generally increase under the following conditions: longer distances to the occlusion point, additional fluid volumetric area (from filters or other components within the IV set length), hotter room temperatures and higher downstream occlusion pressure thresholds or limits." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm for kinked tubing and under infused. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.